Event description:
The customer reported that the device delivered a shock spontaneously to a pt. The customer stated that there was no negative outcome for the involved pt.

Manufacturer narrative:
(B)(4): the customer reported that the device delivered a shock spontaneously to a pt. The customer stated that there was no negative outcome for the involved pt. This complaint is still being investigated. A follow-up report will submitted upon completion of the investigation.